Manufacturer narrative:
The device passed the full functional tests including the displacement test, rewind, prime test, seating test, basic occlusion test, force sensor test, self test, sleep current measurement and active current measurement within specifications. The insulin flow block alarm functioned properly during the basic occlusion test and occlusion test, no prime or seating alarms anomaly noted during testing. No unexpected critical pump error noted during testing. The device was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 185 mg/dl. The customer stated that they received a critical pump error image on the pump screen after the battery change. It was also stated that they had an image on the pump with red x and arrow pointing to a book with question mark. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.